Event description:
During review of a returned home choice, a high drain error 104 alarm was identified. The alarm occurred on (B)(6) 2013. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.